Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative stated that the cause of inability to aspirate was unknown, but the withdrawal symptoms were resolved.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (5 mg/ml at 1.134 mg/day) and bupivacaine (15 mg/ml at 3.340 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was having withdrawal symptoms. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to this event. The patient's pump was replaced (B)(6) 2024 with no noticeable complications and on 2024-07-04 the patient showed signs of possible withdrawal symptoms and they were readmitted for monitoring. The managing physician increased the pump and had to wait for cardiac clearance to determine next steps. The patient was scheduled for surgery on (B)(6) 2024 to check catheter connection. The issue was not resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but unknown. 2024-07-08 fu-mpxr-1198971 (rep) additional information was received from a company representative (rep) reporting that at surgery the surgeon opened the pump pocket and attempted to access the catheter at the catheter access port (cap) site and was unable to withdraw cerebrospinal fluid (csf)/drug. The surgeon then disconnected the catheter from the pump and the sutureless connector came apart slightly in the process and they did not observe any csf flow. They then cut the sutureless connector from the catheter and accessed the catheter with the cap kit needle and had significant csf return. Next the surgeon connected to sutureless pump connector segment from the new catheter and reconnected the pump and accessed the cap and withdrew 1cc of csf. The explanted catheter segments would be returned.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2017. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-sep-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. The returned catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Visual inspection identified there was damage to the transition tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.